Event description:
It was reported that this right ventricular (rv) lead exhibited pocket erosion. There were no additional adverse patient effects reported. The rv lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental report is being filed to capture the pertinent information of d6b: explant date and b5.

Event description:
It was reported that this right ventricular (rv) lead exhibited pocket erosion and was part of the system revision. There were no additional adverse patient effects reported. The rv lead has no indication if it will be returned. Additional information received indicates that the system revision was performed due to product performance issue. No additional adverse patient effects were reported. The rv lead was explanted.